Event description:
Patient reported a right side exchange of textured breast implants due to the patient's concern with the product against non-allergan product. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).